Event description:
Report received of an unrequested bolus dose. The pt was receiving morphine 1 mg/ml via gemstar pump. The pump was programmed in the pain mgmt mode continuous plus bolus delivery with a continuous rate of 1.5mg/hr, bolus dose of 1mg, 5-min pt lockout and 20mg 4-hr limit. Reportedly, the pt was being transferred from the recovery room cart to a bed on the unit. The pt bolus cord was placed on the pt's chest. At the time of the transfer, the nurse heard the pump beep and observed that the pump display stated "bolus". The pt was reportedly given an unrequested bolus dose. Immediately after the dose was delivered, the pump gave an audible tone and an error code of 12-000-022. The pump was discontinued and removed from clinical svc. The pt did not experience any adverse effects. Though requested, there was no further info available.